Event description:
It was reported that the right ventricular (rv) lead short intermittently with low pacing impedance resulting in intermittent loss of capture. The patient was in stable condition and had a laser lead extraction. The rv lead was replaced successfully but suffered complications from the extraction procedure. The patient was hospitalized and vented. No further information was provided.